Manufacturer narrative:
It was reported that the xtrasoft orbit galaxy helical 2 x 6 coil did not detach at the green zone or the red alternative detachment zone. The coil was replaced with another one to complete the procedure successfully. There was no reported patient injury. The target lesion for the procedure was a carotid cavernous fistula. The lesion was reported to be not calcified, and moderately tortuous. It was not known if a dcs syringe ii was used. Visual inspection of the devices used indicated there were no defects. The products were prepped properly according to the instructions for use. An adequate continuous flush was maintained at all times. It was not known how many coils were placed with the same syringe used before the reported product issue. No additional information is available. The product was returned for inspection. A non-sterile orbit galaxy helical xtrasoft coil 2 x 6 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped without damage. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and embolic coil were found without damage while the gripper was found damage. The embolic coil was still attached to the gripper. The gripper and embolic coil were inspected under microscope, the embolic coil was found without damage while a slit is noted in the gripper. The sem results showed that the gripper external surface exhibited evidence of scratching. It seems that the burst was pressed consequently deforming it; however, this could not be conclusively determined. The gripper internal surface could not be analyzed due to the small size of the sample. This gripper burst failure exhibited no other surface anomalies that could have caused the failure. The functional test could not perform due then conditions of the received unit (burst on the gripper). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach was confirmed; based on the analysis it was due to a burst found on the gripper. The causes of the burst gripper could not be definitely determined; however, the report that the device was successfully pressurized to the green zone and then the red zone, would indicate that this condition was not present prior to use. It appears that procedural/handling factors may have contributed to this failure. As additional investigation the orbit galaxy manufacturing process was reviewed and there were not tools, equipment or product handling that could cause the slit or other type of damage on the gripper. Neither the analysis nor the DHR indicates that the findings or the reported event is related to the manufacturing process. Additionally, inspections are in place as to prevent this type of failure from leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a coil embolization, the physician experienced difficulty detaching the third coil used: an xtrasoft orbit galaxy helical 2 x 6 coil. The coil did not detach at the green zone or the red alternative detachment zone. The physician replaced the coil with another one to complete the procedure successfully. There was no reported patient injury. The target lesion for the procedure was a carotid cavernous fistula. The lesion was reported to be not calcified, and moderately tortuous. It was not known if a dcs syringe ii was used. Visual inspection of the devices used indicated there were no defects. The products were prepped properly according to the instructions for use. An adequate continuous flush was maintained at all times. It was no known how many coils were placed with the complaint syringe used before the reported product issue. No additional information is available.